Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered removable stent was attempted to be implanted within the common bile duct of a patient on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the patient was being treated for a distal stenosis within the common bile duct post liver transplant. The patient's anatomy was reported to be tortuous; however, it was not dilated prior to the stent placement. No visible issues were noted to the device. Prior to the procedure, during preparation, the stent was tested outside the patient and no issues were noted. During the procedure, the stent was advanced to the target lesion for deployment; however, the physician met resistance and the stent could not be deployed. Reportedly, "the outer "blue" sheath close to the proximal part of the stent detached from the "yellow" part of the outer sheath." An image of the device was provided and the damage to the outer sheath was confirmed. Additionally, it was noted that the inner shaft was kinked and exiting the guidewire access port. As a result of this, no portion of the stent was able to be deployed. The device was removed from the patient and another wallflex biliary fully covered removable stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered removable stent was attempted to be implanted within the common bile duct of a patient on (B)(6), 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the patient was being treated for a distal stenosis within the common bile duct post liver transplant. The patient's anatomy was reported to be tortuous; however, it was not dilated prior to the stent placement. No visible issues were noted to the device. Prior to the procedure, during preparation, the stent was tested outside the patient and no issues were noted. During the procedure, the stent was advanced to the target lesion for deployment; however, the physician met resistance and the stent could not be deployed. Reportedly, "the outer 'blue' sheath close to the proximal part of the stent detached from the 'yellow' part of the outer sheath." An image of the device was provided and the damage to the outer sheath was confirmed. Additionally, it was noted that the inner shaft was kinked and exiting the guidewire access port. As a result of this, no portion of the stent was able to be deployed. The device was removed from the patient and another wallflex biliary fully covered removable stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
A visual examination of the returned device noted that the outer sheath was retracted from the tip by approximately 7mm. The inner shaft was exiting the guidewire access port. An attempt to deploy the stent resulted in the inner shaft exiting the guidewire access port further. The shaft of the device was dissected proximal to the guidewire access port. The stent was deployed distally through the distal end of the outer sheath. Examination of the deployed stent found no anomalies. The inner shaft was kinked where it had exited the guidewire access port. There were no issues noted with the outer sheath. Note: the investigation results were able to confirm the complaint reported event of failure to deploy. However, there were no issues noted with the outer sheath. The event will no longer be considered a reportable event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. A review and analysis of all available information indicated that the most probable root cause is operational context.

Manufacturer narrative:
Patient is over 18 years old. (B)(4) sheath damaged. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.